Manufacturer narrative:
Patient reported implant loosening. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient reported implant loosening.